Manufacturer narrative:
Zimmer biomet complaint :(B)(4). It was noted that this report was submitted under the incorrect MFR report number. Another report will be submitted under the correct MFR to redocument the event more accurately. The reference for this new report submission is : 0009617840 - 2022 - 00024.

Event description:
Neutral tibial cut produced 4.5 valgus, validation discrepancy with extension numbers.

Event description:
It was reported that a patient underwent a rosa tka surgery and a neutral tibial cut was planned but the cut validated with a 4.5 degree valgus angle. Additional cuts were made to correct the valgus cut with no known impact or consequence to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Zimmer biomet complaint : (B)(4). All necessary information required for a full investigation has been received. An investigation is in process, once the investigation has been completed a follow up MDR will be submitted.